Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced high blood glucose and diabetic ketoacidosis event on (B)(6) 2024. The patient was hospitalized for high blood glucose event on (B)(6) 2024 and the hospitalization was more than 24 hours. The blood glucose level at the time of event was 950 mg/dl and there was positive ketone value. The patient was unconscious at the time of hospitalization no further information available.